Manufacturer narrative:
The subject device was returned with the introducer sheath. Visual inspection of the device revealed that the proximal contact was broken likely due to handling. The main coil was detached from the delivery wire and it was excessively stretched. The coil main suture was observed to be melted at approximately 8mm from the etch link. No other anomalies were observed. Functional testing could not be performed due to the condition of the returned coil. The device was confirmed to be in good condition prior to use. While the manufacturing records did not reveal that the device failed to meet specifications upon release, the damage to the main coil suture is indicative of a manufacturing defect which likely contributed to the main coil damages observed during analysis. Therefore, an assignable cause of manufacturing has been assigned to this investigation.

Event description:
Analysis of the returned device revealed that the main coil had prematurely detached from the delivery wire. There were no reported clinical consequences to the patient.